Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37751, serial# unknown, product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector. Analysis of the recharger (serial # (B)(4) found that the device had a damaged connector. Conclusion code applies to the ins. Conclusion code applies to the desktop charger and recharger.

Event description:
The patient reported that their recharger was not charging and the battery icon was not incrementing. For the 3 weeks prior to (B)(6) 2014 the recharger had not been charging past 1/4. It was noted that there was a possible bad connector on the desktop charger. The patient did not have stimulation sensation and the implantable neurostimulator (ins) was completely dead so the patient was sent a replacement desktop charger. They did not know when the ins went dead as they only used stimulation when they needed to. The replacement desktop charger did not resolve the charging issues as the recharger would still not charge all the way. On (B)(6) 2014 it was reported that the recharger was not working. These issues started about 4 weeks prior to (B)(6) 2014. The recharger showed a symbol with the battery and a power cord. They had tried to reset the recharger but that did not resolve the issue. The programmer showed that the ins was about halfway charged and the recharger showed that the ins was barely charged. The patient decided to keep the stimulation off until the recharger issues were resolved. The patient was sent a replacement recharger and that recharger resolved the issues. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.